Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: wear problem. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information.

Event description:
It was reported the choledochovideoscope angulation lock gets stuck. The issue was found during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.